Event description:
The customer reported experiencing unexplained high blood glucose for the past days. The blood glucose reading was 534mg/dl, and she has treated with manual injections. Troubleshooting was performed. It was stated that the customer did not change the infusion set since three days ago. The programming, time, and date were correct. Ran a fixed prime test and the test passed. Performed a high pressure test and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.